Manufacturer narrative:
(B)(4)

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial (B)(4). Two test strips lot numbers were used for testing, lots 25863822 and 24789623. Please refer to the medwatches with the following patient identifiers for information related to each test strip lot number: (B)(6). (B)(6). The patient mentioned that he collected samples from his little finger for 2 of the tests. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the meter results. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 2 weeks. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in his coumadin dosage or diet. The patient did not have any special or unusual diet. The patient has had no new medications or illnesses. The patient did not have signs of bleeding or bruising. The patient's meter had not been cleaned. The patient did not recall if internal controls on the meter passed. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
Customer returned the meter for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.0 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 45%, donor 2 hct: 48%. Testing results: donor 1: retention meter with masterlot strips: 2.0 inr, customer meter with masterlot strips: 2.0 inr. Donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with masterlot strips: 2.9 inr. Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The customer stated they used the same finger for two tests. Per package insert, for a second measurement a new puncture of a different finger is mandatory.